Event description:
It was reported that the user experienced elevated blood glucose after the infusion set expired and removed the set without promptly replacing it while using the ilet system with a contact detach 23", 6 mm infusion set; agent-assisted supply change was completed without issues. Symptoms included hyperglycemia with a reported blood glucose of 272 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified related to improper or incorrect procedure, and the issue pertained to user interface and following instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.